Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not use while sleeping or on someone who is sleeping" and consumer failed to perform that instruction.

Event description:
Consumer alleges using the heating pad on her stomach for cramps then fell asleep and awoke to a burn on her stomach. There was not a report of property damage with this incident.